Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) nurse reported a pt experienced drain issues during treatment. The pt remained asymptomatic. Drain 0: 465; fill 1: 2203 ml drail 1: 2087; fill 2: 2203 ml drain 2: 1783; fill 3: 2203 ml drain 3: 2754; fill 4: 2203 ml drain 4:. Manual drain: 4040. The reported drain volume of 4040 is 183% over the expected drain volume which resulted in aa reportable device malfunction. The pt did not require medical intervention or treatment as a result of the overfill.